Manufacturer narrative:
A ge service rep performed an on site investigation. The image processor board was reseated during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system displayed an error 25 error code. An "error 25" will likely lock the system up rendering it unable to make fluoroscopic x-rays. There is no report of death or serious injury associated with this complaint.